Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address/serial number label.